Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with four proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss was noted on all four proglide devices. The evar procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.